Manufacturer narrative:
The axium coil was returned for evaluation. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at the proximal end. The implant coil appeared to be stretched and attached to the pushwire within the introducer sheath which contradicts the initial report of ¿premature detachment" of the implant coil. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information regarding one of its devices. During the treatment of an internal carotid artery transportation segment aneurysm (tumor, cystic) measuring 9.01mm x 9.53mm, it was reported that the implant coil prematurely detached inside the introducer sheath as the physician was advancing it into the y valve. The pushwire was not damaged and there was little resistance during the delivery of the coil in the catheter. The patient¿s anatomy was normal. The coil was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. ¿requests were made for the return of the device, but no correspondence has been received regarding the device.¿ the lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).